Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 4 months.  Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient''s lactate dehydrogenase (ldh) was 2300 u/l. There was concern for pump thrombosis. The patient was placed on anticoagulant infusions. No other unusual events noted. Additional information was requested, but was not provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on device support and no further related issues have been reported. Multiple attempts have been made to obtain additional information from the customer regarding this event however, no additional information was provided. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.